Event description:
It was reported that the micro oscillating saw was being set up for use when it displayed a bias current message when connected to the console. The bias current message signals a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The failure for bias current error was confirmed by the repair technician through functional evaluation, disassembly, and visual inspection. The motor assembly was determined in need of replacement as it caused the console to display bias current error.

Event description:
It was reported that the core micro drill was being set up for use when it displayed a bias current message when connected to the console. The bias current message signals a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.